Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID:7426 lot# serial# (B)(4). Implanted: 2010 (B)(6), product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient woke up this morning and her right side was shaking like it did before the implants. The patient's battery for her left side, which was implanted on the right side, came up with a green light and everything was fine. The patient's battery for her right side, which was implanted on her left side, was not responding to the programmer. The patient's spouse tried resetting the programmer, but the left battery still did not respond. The programmer was used with the right battery and all the lights were on. It was noted that the patient had not had any falls or trauma. It was reported that the patient had a doctor appointment in two weeks, but was trying to get the appointment moved up. Additional information has been requested, but was not available as of the date of this report. A supplemental report will be submitted when received.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3387s-40, lot# v553429, implanted: (B)(6) 2010. Product type: lead: product ID 3387s-40, lot# v444283, implanted: (B)(6) 2010. Product type: lead. (B)(4).

Event description:
Additional information stated the patient's implantable neurostimulator (ins) was explanted due to being "expired." The patient's physician noted the ins experienced "normal battery depletion." It was noted that the patient was hospitalized for "elective outpatient surgery." The patient's outcome following surgery was listed as "no injury."

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed "normal end of life" and "no telemetry and no output."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.